Event description:
Complaint from attorney states "stimulator was manufactured in a defective manner and without proper sterilization causing the pt to sustain an infection. Pt feels he encountered pain and suffering, disability and impairment, and permanent disfigurement."